Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for patients¿ samples when testing with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed sars-cov-2 negative, influenza a negative and influenza b positive results for two patients¿ samples when analyzed on the cobas liat system (s/n (B)(4)). The 2 patients¿ same samples were repeat tested on a different platform the cepheid that generated sars-cov-2 negative, influenza a negative and influenza b negative results for both samples. Patient sample was collected using saline 3ml swab type not provided. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The analyzer has been returned. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4)

Manufacturer narrative:
The customer's cobas liat analyzer (s/n 21933) was returned for evaluation and repair. From the inspection of the analyzer data, it was identified that a disturbance was detected at run a: runs #422 and #427 were potential for influenza b false positive. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The reagent lot number has been corrected changed from lot 10322x to lot 10315y. (B)(4).